Event description:
It was reported the patient's blood glucose levels rose above 250 mg/dl while wearing the pod for between 5 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received in the deployed state. A part of the external soft cannula was found to be cut off. The soft cannula therefore measured shorter than expected, 25.22mm in length, due to the damage to the soft cannula. However the exact cause and timing of this event could not be determined. Due to the shortened soft cannula, fluid was unable to flow through the complete fluid path. It could not be determined whether the damage contributed to the reported event. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device and the exact cause of the reported event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.